Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the atrial lead exhibited high threshold, low impedance , and sensing anomaly after the suture sleeve was tied down. Repositioning the lead did not resolve the issue. The physician found that the lead had an insulation anomaly underneath the suture sleeve. The lead was not used and a new lead was implanted. There were no adverse consequences to the patient.